Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00391. All information from the original reports have been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that the issue was not duplicated when a test run performed; however, since the occurrence (check vent: machine pressure sensor auto zero failed" (diagnostic code: 1108)) was confirmed in the event log, solenoid valves 2 and 4 were replaced.

Manufacturer narrative:
The suspected solenoid valves were returned to philips for analysis. The technician documented the following conclusion/root cause, "tech tested both solenoids with installation into gas delivery system (gds) and connection to standard test bed (stb). Product investigation lab (pil) tech operated the stb without any alarm or errors. Pil could not duplicate 1108 error with ¿check vent: machine pressure sensor auto zero failed¿ and an alarm for "check vent: proximal pressure sensor auto zero failed" from the service. Pil could conclude that no problem/fault found related to returned suspect solenoids.".